Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a nurse obtained a contaminated needle stick injury from a bd autoshield&#10244;uo pen needle 30gx5mm due to the safety needle not retracting after use. Both the nurse and the source patient received post exposure lab work. The results of the test were negative and no further follow up was required. Additionally, the nurse received a tetanus vaccination.

Manufacturer narrative:
Additional information: a lot # was provided with the returned samples. The information for the lot # is as follows: medical device lot #: 6033791. Medical device expiration date: 1/31/2019. Medical device manufacture date: 2/2/2016. Device evaluation: results: six sealed samples were returned for evaluation. All returned samples were tested and all were able to activate properly. The inner, outer, and np shields all activated properly on all returned samples. Also, the red band was visible on all samples after activation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6033791. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.